Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that prompting for login during session on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.